Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that mount could not disengage from implant. Procedure was completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) 3i t3â® with dcdâ® ex hex parallel walled implant 4 x 6.5mm (bnes465) was returned for investigation. Visual evaluation of the as returned product(s) identified that the mount and the implant were engaged. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event mount could not disengage from implant verified that the mount and implant engaged and disengaged as intended. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on unknown tooth location (fdi) and was implanted/explanted on the same day. Device history record (DHR) review was completed for the subject lot number 2017032027. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2017032027 for similar events and no other complaint was identified. Review completed utilizing keywords: functional : does not disengage/release. Based on the available information and functional testing, a device malfunction did not occur for the mount and implant. Therefore, the reported event was could not be confirmed.

Event description:
No further event information is available at the time of this report.